Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the remote control buttons perforated, the angle wire play, the lg cable connector corroded, the shield cover corroded, the bending rubber leak, the serial number plate discolored, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.